Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that crackling was heard intra-operatively. Splint of device was broken or disengaged. The complaint device was received and evaluated. Visual observations reveal that the needle was found broken and detached form the connecting tube assembly. The complaint can be confirmed. The implants and suture were not received along with the needle. It was identified that the sleeve was broken in the distal part. The possible root cause for the reported failure can be attributed to excessive force applied on the device. However, this cannot be conclusive determined. The external manufacturer concluded that the issue is not manufacturing related. The failure was inspected and a closer analysis to the several controls and the assembling during the production has been done. As a result. There was no incident. Nevertheless, there is no evidence of manufacturing anomalies on the paperwork reviewed. As per pfmea an complaint reviews, the occurrence for this type of issue is below than the maximum occurrence allowed for this kind of effect. A manufacturing record evaluation was performed for the finished device lot number:2l06422, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by the affiliate that the truespan 0 degree peek was heard to be crackling intra-operatively. Splint of device was broken or disengaged. Surgery successfully completed with new device. No harm to patient.